Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states: syringe was filled with drug: propofol. The healthcare worker was about to induce /put the patient asleep. The medication was leaking out the syringe from the plunger. There was concern that the medication didn't actively go into the patient, unsure of the dosage administered to put the patient asleep.

Manufacturer narrative:
Lot number provided: 805832x an investigation was performed for the reported customer complaint: ¿the customer states: syringe was filled with drug: propofol. The healthcare worker was about to induce /put the patient asleep. The medication was leaking out the syringe from the plunger. There was concern that the medication didn't actively go into the patient, unsure of the dosage administered to put the patient asleep.¿ no lot number was provided when this complaint was initiated. A review of the device history record (DHR) of the returned sample lot number 805832x indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. During the manufacturing of the syringe assemblies, syringes were visually inspected and physically tested. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes during the syringe molding, assembly and packaging processes. These mechanisms include, but are not limited to: material verification/certification processes, periodic audits, dimensional specifications, machine maintenance requirements, and personnel training and certification. A lot cannot be released unless it passes all visual and physical testing requirements. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is also conducted to ensure the syringe draws, holds and expels fluid properly. Molded component records were also examined with no issues noted. A review of changes to product and process has been conducted identifying no affecting changes related to this reported event. One (1) unpackaged sample was received for evaluation. The syringe sample was received with a propofol label attached. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted and leak testing was performed. Slight malformation of the syringe barrel was identified near the 10 -14 ml mark. The leak test is conducted to verify the syringe draws, holds and expels fluid properly by inserting the syringe into a rubber block for resistance. An incomplete water draw was observed when the plunger/tip drew past the slight damage on the barrel cylinder wall which was identified at approximately the 10-14 ml marks on the backside (without print). Due to the damage on the barrel cylinder wall, the rubber tip was unable to remain tightly sealed against the inside of the barrel, which broke the vacuum, and allowed the water to leaked out (unable to hold water) of the barrel without pressure. When the water was expelled during the leak test, the water leaked past the rubber tip when the water was expelled at approximately the 14-10 ml marks. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. Due to the inability to assess all contributing factors, including how the further processing and handling of the medical device may have affected the syringes, a definitive root cause is unable to be determined. Potential contributing factors include, but are not limited to: an operator missed removing a damaged part following a jam in the dials in the 20ml kahle, during syringe assembly process, due to the issue being difficult to see under normal lighting at 18¿ or end user not following the instructions for use (IFU). The reported condition is confirmed. A root cause could not be determined. A quality alert has been issued to increase awareness of this event. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.